Event description:
On (B)(6) 2023 a patient in spain underwent a procedure for the placement of percutaneous endoscopic gastrostomy-jejunal (peg-j) tubes. On (B)(6) 2024 it was reported the patient's stoma had signs of infection; erythema and pain during tube mobilizations. Patient was taking oral antibiotic augmentin 875/125 for 7 days. The stoma was also being cleaned with soap and water 3 times a day and chlorhexidine antiseptic. On (B)(6) 2024 it was reported that after antifungal treatment of the stoma it had returned to ¿getting worse and red¿. The patient went to the emergency room and it was determined that the ¿evolution was correct¿ that ¿they should give 7-8 more days of margin¿. It was reported that the stoma ¿is less red¿ now and currently maintains treatment with iruxol cream and clotrimazole cream.

Manufacturer narrative:
Reference number (B)(6). Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. A stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.